Event description:
Same case as MDR ID#: 2134265-2012-02975 and 2134265-2012-02976. It was reported that post a stenting treatment procedure, stent occlusion occurred and the patient required coronary artery bypass grafting (CABG) surgery. On an unknown date the patient received two unknown sized taxus express 2 stents and an unknown sized taxus liberte stent in unknown anatomy locations. The patient states that on a later date the previously placed stents collapsed which required CABG of three arteries.

Manufacturer narrative:
Device is combination product.age at time of event: 18 years or older.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).